Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a gradual return of symptoms in 2016. It was indicated that they had a return of leaking intermittently. It was noted that patient increased stimulation on program 4 from 2.3v to 2.6v. This was comfortable for the patient sitting, standing, and walking. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient stating that they had been having a lot of problems with bowel incontinence and wanted to turn stimulation up again. The patient stated the therapy didn¿t seem to be helping them. The patient had no idea when they were going to the bathroom and was not feeling stimulation. The programmer showed stimulation was on, on program 1 at 1.6v. The patient increased stimulation to 1.9v and felt stimulation in the bicycle seat. The patient was redirected to a healthcare provider if increasing stimulation didn¿t resolve the symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.